Event description:
It was reported to philips that the system could not emit x-ray. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the procedure was aborted. The customer did not require an onsite evaluation from philips, and no further information was collected. The codes have been updated based on the investigation's outcome.